Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-10169. Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number and primary unique device identifier (UDI) number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006589, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6006589 was manufactured according to the work instruction (wi) version 112 and manufactured in the line inset 4 on 13/apr/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4c06095 was manufactured according to the wi version 6 and manufactured in the machine itl01 on 10/apr/2024, with a total of (B)(4) units. The lot 4d00083 was manufactured according to the wi version 6 and manufactured in the machine itl01 on 11/apr/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced two infusion sets tubing detached events on (B)(6) 2025 and (B)(6) 2025 from connector. Infusion sets were used for three hours. Patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.